Event description:
It was reported that the patient underwent "placement of peek cages at l3-4, l4-5, l5-s1, posterior lumbar interbody fusions (plif) at l3-4, l4-5, l5-s1 with bmp. (B)(6) 2010- operative report- procedure: decompression foraminotomies and removal of overgrown bone at l4/5 and l5/s1. (B)(6) 2011- operative report for removal of overgrown bone and revision of prior fusion surgery- procedure: removal of old posterior segmental hardware at l3-s1, decompressive lumbar laminectomies, bilateral placement of peek cages at l2-3, bilateral posterior lumbar interbody fusion(plif), transverse process fusions at l2-3. 5/24/12- operative report for decompression- procedure: decompressive foraminotomies at l4-s1." Post op the patient developed chronic back pain, right leg/foot dysesthesia, right foot drop, bilateral burning sensation in feet, bone overgrowth, nerve block injections.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with multilevel lumbar stenosis with degenerative joint disease and l4-l5 spondylosis. The patient underwent surgery which consisted of: decompressive lumbar laminectomy l3, l4, and l5, with decompressive bilateral foraminotomies at l3-4, l4-5, and l5-s1, and total medial facetectomies at l3-1, l1-5, and l5-s1; harvesting of autologous bone graft and decompression; bilateral discectomies l3-4, l4-5, l5-s1; bilateral placement of peek cages l3-4, l4-5, l5-s1; bilateral posterior lumbar interbody fusions at l3-4, l4-5, and l5-s1; placement of synthes click pedicle screw system l3-s1; bilateral transverse process fusion l3 to l4 to l5 to s1; and fluoroscopic guidance for localization screw placement. Per the operative report ¿¿bilateral diskectomies were performed at l3-4, l4-5, and l5-s1. The disc annulus was opened. The areas were shaved and scraped and then peek cages filled with both bone and bone morphogenic protein were placed...the crossbar was placed at the l3-4 level. The nuts and the crossbar were tightened. Then over the transverse processes we placed the bone morphogenic protein followed by bone from the decompression. This was packed down tightly...there was a report of loss of evoked potential during the case. The pulses were checked. He was not hypotensive and when he awoke he was able to move his lower extremities. On (B)(6) 2010 the patient presented with right foreleg and foot dysesthesias with right foot drop; and bilateral plantar feet burning sensation and underwent a lumbar spine CT myelogram which were compared to a (B)(6) 2009 MRI and intraoperative plain films obtained (B)(6) 2009. The CT scan demonstrated ¿completion of a decompression laminectomy/media facetectomy surgery at the l3-l4, l4-l5, and l5-s1 levels with excellent decompression of the central canal and appropriately positioned hardware components, solid interbody fusions also completed at these levels; bony tissue in the right l4-l5 and l5-s1 neural foramina producing crowding of the existing right l4 and l5 nerve roots. Crowding is more pronounced on the existing right l4 nerve root than the right l5 nerve root; degenerative changes at the l2-l3 level resulting in posterior subluxation of l2 on l3 measuring 6mm in extension, reducing to 3mm in flexion, degenerative changes also result in moderate central canal triangulation/ stenosis in moderate bilateral neural foraminal stenosis at this level.¿ also noted were t12-l1 minimal anterior endplate osteophyte formation; l1-l2 anterior osteophyte formation along with developing enthesophytes; and l2-l3 endplate sclerosis, anterior endplate osteophyte formation and a circumferential disk bulge. On (B)(6) 2010 the patient presented with the preoperative diagnosis of right l4-l5, l5-s1 foraminal stenosis secondary to bony overgrowth and underwent surgery that consisted of exploration of fusion; decompression foraminotomies and removal of overgrown bone, right l4-l5 and l5-s1. Per the operative report ¿¿.the fusion along the entire segment (l4 and l5) ¿was found to be solid¿. The pedicle of s1 was identified. The thecal sac was identified. It was then carried cephalad into the s-1 foramen. Most of the foramen area was covered with bone that extended into the thecal sac. This was all cleaned away decompressing the foramen, exposing the nerve root in the pedicle of l5. This removal of bone continued along the cephalad portion of the pedicle of 5 and then the entire 4-5 area was again encased into the overgrown bone that indented the thecal sac. This was all taken down using a combination of curettes and kerrisons under continued magnification illumination, enlarging the foramen, exposing the medial and inferior portions of pedicle 4. Both nerve roots at the l4-l5 level were well decompressed. ¿.a small area where the dura, but not arachnoid was torn and was covered with evicel¿.¿ no other patient complications were reported. On (B)(6) 2011 the patient presented with chronic low back pain with right leg radiculopathy and underwent a lumbar spine CT myelogram which showed apparent interval right foraminotomy with diminished but persistent moderate neural foraminal narrowing secondary to bony hypertrophy; mild interval increase in symmetric disk bulge and redundancy of the ligamentum flavum contributing to moderate spinal canal stenosis at l2-l3 with increased right lateral recess narrowing; otherwise unchanged postoperative appearance of the lumbar spine. On (B)(6) 2011 the patient presented with right lateral foreleg numbness and pain with bilateral plantar feet burning pain and also right calf and foot cramping. The patient underwent a l5 nerve root block. No complications were reported. On (B)(6) 2011 the patient presented with the preoperative diagnosis of right-sided l4-5, l5-s1, neural foraminal stenosis from bony overgrowth and l2-3 stenosis. The patient underwent surgery which consisted of removal of posterior segmental hardware, l3, l4, l5, s1; exploration of fusion, l3, l4, l5, s1 bilateral; l2 and l3 decompressive lumbar laminectomies with bilateral total medial facetectomies, l2-3, and bilateral decompressive foraminotomies, l2-3.; harvesting of autologous bone graft from decompression; bilateral diskectomies, l2-3; bilateral placement of peek cages, l2-3; bilateral posterior lumbar interbody fusion with autologous bone graft, l2-3; placement of danek peek screws and rods, l2-3, bilateral; transverse process fusions l2-l3; fluoroscopic guidance for localization and screw and cage placement confirmation; and right side l4-5, ls-s1 decompressive foraminotomies. Per the operative report ¿¿the bone fusion mass from l3-l4 to l5-s1 bilaterally was exposed and found to be solid and rather copious amount bone on both sides¿.attention was turned to the right side at the l4-5-s1 level¿.there was overgrowth bone both over the l4 and l5 roots, more so at the l4-5 than 5-1. There was not as much present as there was last time¿¿ no patient complications were reported. On (B)(6) 2011 the patient presented with right-sided lateral foreleg pain and numbness with right calf and foot cramping and bilateral feet burning. The patient underwent a right l4 nerve block. Per the operative notes ¿due to the abundance of fused bone graft material securing residual posterior elements after a bilateral decompressive laminectomy/medial facetectomy surgery, a steep right posterior lateral approach was not possible to anterior the right l4-l5 neural foramen. It was necessary to transverse the central canal...¿ on (B)(6) 2012 the patient presented with the preoperative diagnosis of right sided neural foraminal stenosis l4-l5, l5-s1 and underwent surgery which consisted of decompressive foraminotomies, right l4-l5 and l5-s1. Per the operative report ¿¿ the scar tissue was dissected free off the bony mass which extended into the canal over the l5-s1 foramen, the pedicle at l5 level and over l4-l5, this was taken down¿¿ no patient complications were noted. On (B)(6) 2012 the patient was discharged from hospital.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.